Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dall miles system single and double instrumentation showed signs of age. Tensioners were not tensioning well after 3rd cable. No replacement device was used.

Manufacturer narrative:
An event regarding instrumentation with signs of ageing involving a dall miles tensioner was reported. The event was not confirmed. Device evaluation and results: not performed as no device was returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: could not be performed as lot ID was not provided. Complaint history review: could not be performed as lot ID was not provided. Conclusion: the event could not be confirmed as the device was not returned. The event reported about an intraop incident causing a delay of 20 minutes due to instrumentation showing signs of ageing. No further investigation for this event is possible at this time. If additional information becomes available or the product is returned then this investigation will be reopened.

Event description:
Dall miles system single and double instrumentation showed signs of age. Tensioners were not tensioning well after 3rd cable. No replacement device was used.